Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and booted up. The receiver log was downloaded and reviewed, finding errors related to the complaint. The functional test was performed and it passed. The reported event that the receiver ceased to function was confirmed during testing. The root cause could not be determined